Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedances on the right ventricular (rv) lead. A lead fracture of the proximal high voltage terminal pin is suspected. Boston scientific technical services (ts) noted that due to the short timeframe between implantation and clinical observation, it is possible the root cause could be a loose connection. Ts recommended obtaining an x-ray to assess connections however the physician declined. The device was reprogrammed to a single coil configuration and remains in service.